Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to communicate and an error message had appeared. A technical support specialist (tss) dropped the database and performed a data synchronization in version 1.3.2 using the knowledge article "proper data sync procedure & how to place new db in es station". Missing hotfixes were applied, a full data sync was completed, and the medapplication was configured with the correct server, facility, and device. The station was rebooted, the correct station name was verified, and connectivity was confirmed. Additional steps included configuring file sync mode and troubleshooting datasync issues such as port availability, firewall settings, nic speed, and network stability. Finally, the system was confirmed ready for use. The tss connected with the customer and confirmed that the issue had been resolved successfully. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had communication issue. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.